Event description:
The reporter called and alleged discrepant results when compared to a lab. The device results reported were 5.6, 4.5, 2.8, 2.0, >8 and 1.5 inr. The corresponding lab results reported were 3.6, 3.1, 1.9, 1.5, 5.3 and 1.2 inr. The device was replaced and requested to be returned for evaluation.